Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a scorched, burnt acid pump cable and a discolored bicarb pump cable. These were discovered upon troubleshooting a v105 stuck closed message. It was also reported that the bicarb pump was overheating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 8648 hours and these components were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the reported scorched/burnt/discolored cables. The biomed ordered acid and bicarb pumps to resolve the reported machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that the complaint components are available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a scorched, burnt acid pump cable and a discolored bicarb pump cable. These were discovered upon troubleshooting a v105 stuck closed message. It was also reported that the bicarb pump was overheating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 8648 hours and these components were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the reported scorched/burnt/discolored cables. The biomed ordered acid and bicarb pumps to resolve the reported machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that the complaint components are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the acid and bicarb pumps. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a scorched, burnt acid pump cable and a discolored bicarb pump cable. Therefore, the complaint event was confirmed.